Event description:
The consumer and his wife noticed that a couple of the pen needles were bent when he pulled them out to use. They did not use any of the bent needles. On (B)(6) 2017 consumer injected his insulin in the right side of his abdomen near his belly button and the needle broke off. Consumer was experiencing "twinges" in his stomach on (B)(6) 2017 which resolved later in the night on (B)(6) 2017. In the morning, on (B)(6) 2017, the patient and his wife went to the emergency room. The emergency room took x-rays of his abdomen in six different views (standing and sitting) on (B)(6) 2017. The x-ray showed the needle was present but they were not going to try to remove. The emergency room discharged him home and referred him to a surgeon. On (B)(6) 2017, the patient met with the surgeon. The surgeon looked at the x-rays from the emergency room but could not find the needle. He felt that the broken piece of needle may have moved into the fatty tissue. He said he could cut him across the abdomen but did not want to do that since consumer is a diabetic. He told them they would continue to monitor the situation and if he had any sharp pains to contact his doctor immediately. On (B)(6) 2017, (B)(6) contacted the patient's wife for additional information. Consumer's wife advised that currently at this time no follow up appointments are scheduled. They are waiting for a call from his regular doctor and they will then schedule any appointments. Wife advised his hcp and surgeon have not put consumer on any antibiotics at this time because they are continuing to monitor the situation. The surgeon advised that if he feels any sharp pains or if he feels anything sharp protruding from his abdomen to contact them immediately so they can try to remove the needle. At this time consumer has not had any sharp pains other than when it initially happened and has not felt anything sharp on his abdomen.